Event description:
Patient in for a right knee meniscus repair. Smith and nephew meniscus repair mender system ref # 7209485, lot # 2177233, exp; 01/30/2030. Metal loop on the inserter broke. Both the inserter and metal loop recovered. Manufacturer response for meniscus repair mender system, (brand not provided) (per site reporter).